Event description:
Per the clinic, the patient experienced a humming sound and increased volume, making it impossible to wear the sound processor. The processor was returned to the manufacturer for analysis, and replacement equipment was provided. No reports of patient injury are associated with this event.